Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's speech understanding has declined significantly and gradually over the past 12-18 months. User reported she hears weird sounds over last 6-12 months which always happen when the user is in the car, sounds like the car is _revving_ loud 1-2 minutes and then goes away. It_s been distracting enough that she has stopped wearing her external device in the car. A CT scan has been ordered. The user is planning to meet with surgeon to discuss options for re implantation.

Event description:
User's speech understanding has declined significantly and gradually over the past 12-18 months. User reported she hears weird sounds over last 6-12 months which always happen when the user is in the car, sounds like the car is revving loud 1-2 minutes and then goes away. It_s been distracting enough that she has stopped wearing her external device in the car. A CT scan has been ordered. The user is planning to meet with surgeon to discuss options for re implantation.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. In addition the recipient experiences facial nerve stimulation. Reportedly the recipient has a known history of bilateral enlarged vestibular aqueducts (eva), and mondini malformation, which might have contributed to the observed symptoms. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation might be considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. In addition the recipient experiences facial nerve stimulation, which is likely related to extra-cochlear stimulation. Further the recipient has a known history of bilateral enlarged vestibular aqueducts (eva), and mondini malformation, which might have contributed to the observed symptoms.the problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
User's speech understanding has declined significantly and gradually over the past 12-18 months. User reported she hears weird sounds over last 6-12 months which always happen when the user is in the car, sounds like the car is _revving_ loud 1-2 minutes and then goes away. It_s been distracting enough that she has stopped wearing her external device in the car. Revision surgery has been performed.